Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that a replacement was done on (B)(6) 2017. They had placed the wrong tube and also used the wrong connecting part (indicating incompatible components were used). The outer tube is a traction removal tube ¿ch 20 which was 75cm.¿ they also used another manufacturer¿s j-tube and the connecting part which was used "was for a ch 15 /9 and it was taped tight.¿ the y-part was already loose because it was used with the incorrect outer tube. It was also noted that the traction removal tube was shortened. The connecting part was replaced for another manufacturer¿s device. No patient injury reported.